Event description:
The pt did not respond to stimulation during the initial activation of her cochlear implant. A CT revealed that the electrode array is not in the cochlear. Explantation and reimplantable surgery is scheduled for 10/2005.